Manufacturer narrative:
The device was not returned for analysis. A lot history record search and similar incident query could not be conducted because the lot number was not provided. Based on the information provided, the difficulty retrieving the filter was most likely due to a large embolic load causing difficulty retracting the filter into the retrieval catheter. Moreover, the surgical intervention is highly probable due to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the moderately tortuous, 90% stenosed, superficial femoral artery (sfa). An emboshield nav6 embolic protection device (epd) was advanced without issue and positioned distal to the target lesion. Atherectomy was performed in the vessel and debris/emboli filled the filter. Upon removal, resistance was felt, so the attempt to pull the filter into the retrieval catheter was stopped and the patient was taken to surgery to remove the nav6 filter. No emboli escaped the filter, there were no adverse patient sequela. No additional information was provided.